Event description:
It was reported that a spectrum pump is not operating properly. The customer stated "pump runs then stops. If you touch the door the pump starts to run again." The pump was used in the "medsurg" unit. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the eval is completed, a supplemental report will be submitted.